Event description:
It was reported that while placing femur pins the navio bone pin driver broke and would not drive pin. Back-up device was available and no delays or injuries were reported.

Manufacturer narrative:
H10: a1, e4, h3: updated information. H11: b1, b2, g3, g5, h1, h6: corrected information.

Manufacturer narrative:
The device, used for treatment, was not returned to the complaint unit for evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 36 prior similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure is an identified failure mode within the risk file. The navio surgical technique guide (pn 500099 rev c) released at the time of the complaint provides instructions on the navio instrumentation kit. It states that ¿the navio instrument kit consists of a two-level tray that contains all of the required instrumentation for surgery using the navio surgical system. If the equipment breaks or fails during surgery, a sterile backup tray is on-site and can be unwrapped to replace a broken or dropped tool.¿ it also has a warning which states:¿ a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure.¿ the device malfunction occurred during surgery. Based on the information provided, the procedure used the journey instrumentation set to complete the surgery. There was no reported delay, no patient injury/impact to the patient; therefore, no further medical assessment is warranted at this time. Factors that may have contributed to the event may be due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. If the product associated with this event is returned at a future date, the evaluation will be reopened.